Manufacturer narrative:
Section d4 and h4: the serial number of the device could not be provided. Manufacturer¿s investigation conclusion: the reported event of no external power and low voltage hazard alarms was confirmed via the submitted log file. The log file contained data spanning 13 days ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured no external power and low voltage hazard alarms on (B)(6) 2023 from 21:05:31 to 21:05:35, (B)(6) 2023 from 6:28:54 to 6:28:58, (B)(6) 2023 from 4:30:27 to 4:30:55, and (B)(6) 2023 from 4:33:11 to 4:33:41 due to temporary losses of external power while connected to the mpu. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of power was determined, and if the patient has a locking ac power cord for the mpu); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the emergency room due to blood in their cholecystostomy drain bag and left knee pain and swelling. Log files were sent for review and captured no external power and low power hazard events on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. The events were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. Related manufacturer reference number: (B)(4)

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.